Event description:
It was reported that the catheter was being used on a male patient in the theatre. The set was opened and during insertion into the patient¿s right subclavian vein, the physician encountered difficulty when advancing the wire through the arrow raulerson syringe. The physician could not advance or pull back on the guide wire. The guidewire began to unravel when attempting the pull back on the wire. As a result, everything was removed and a new set was opened and placed successfully for the patient. They do not know if there was a delay in treatment, no patient death, and no patient complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.